Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnect y set leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information was received indicating that the patient was connecting the y-set to a cassette and an additional 15 l drain bag during automated peritoneal dialysis therapy. Proper procedures were reviewed with the patient and their nurse. The patient was informed that this product was intended for continuous ambulatory peritoneal dialysis. No additional information was provided. An unused sample was received for evaluation. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. A gross and magnified visual inspection was performed. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified through sample analysis. The cause of the issue was determined to be due to use error, where the customer improperly set-up with manual supplies. ¿use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿warnings and cautions¿ reviews and differentiates between supplies for automated peritoneal dialysis therapy and supplies for manual exchanges. It instructs the user to check each solution bag and to ensure that the correct type of solution is being used. The section also explains that manual exchanges are to be done if the cycler is unable to be used. The ¿operating instructions-prepare for therapy¿ section warns the user that using wrong bags can result in contamination of the fluid pathway.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.